Event description:
It was reported that a hole in the sheath occurred. Two (2) rotapro atherectomy catheters (1.25mm and 1.50mm) were selected for treatment to a 80-90% stenosed circumflex artery. During ablation a saline leak was observed on the sheath of both catheters. The procedure was completed with these devices. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was damaged at 17cm to 22cm distal of the burr housing strain relief. The damage was inspected and found to be most evident of pinching. Functional testing was performed by connecting the rotapro device to the liquid infusion line. When liquid was advanced through the device, a leak was identified at the damaged portion of the sheath in accordance with the reported events.

Event description:
It was reported that a hole in the sheath occurred. Two (2) rotapro atherectomy catheters (1.25mm and 1.50mm) were selected for treatment to a 80-90% stenosed circumflex artery. During ablation a saline leak was observed on the sheath of both catheters. The procedure was completed with these devices. No patient complications were reported.